Event description:
Rn inserted IV via ultrasound guided. IV threaded normally and when rn went to go pull the guidewire out, he met resistance. Could not be retracted in ulnar aspect of the upper left arm. Both the catheter and the guidewire were stuck on tissue. X-ray showed guidewire had coiled around the plastic catheter. Small incision 2 mm was made in order to cut the IV guidewire out and remove the cath tip intact. FDA safety report ID#: (B)(4).